Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced air in the patient line of a homechoice cassette without an alarm. This occurred during dwell the patient was connected. Renal therapy services (rts) explained the possible causes for the air in the patient line. The hp disconnected and started with new supplies. There was no injury or medical intervention associated with this event. No additional information is available.